Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery intermittently could not be charged as the customer experienced difficulty with inserting the usb cable into the usb port of the pump. The customer's blood glucose level was 112 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.